Event description:
The customer observed falsely depressed potassium results on the architect c4000, serial number (B)(6), for one patient. The results were not reported out. The sample was repeated with higher results. The following data was provided: sid (B)(6), initial result = <2.0 repeat on the same architect = 2.4 alinity result = 4.2 processed on (B)(6) 2023. Potassium: reference range = 3.5-5.1 meq/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = (B)(6).

Manufacturer narrative:
The field service representative (fsr) performed extensive troubleshooting to resolve the issue including replacement of the pump, probe wash, bellows type (rohs) (7-204102-01). Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The pump, probe wash, bellows type (rohs) (7-204102-01) was determined to be the likely cause of the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 module and the pump, probe wash, bellows type (rohs)_part number 7-204102-01 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 module or the pump, probe wash, bellows type (rohs)_part number 7-204102-01 was identified.

Event description:
The customer observed falsely depressed potassium results on the architect c4000, serial number (B)(6), for one patient. The results were not reported out. The sample was repeated with higher results. The following data was provided: sid (B)(6)initial result = <2.0 repeat on the same architect = 2.4 alinity result = 4.2 processed on (B)(6)2023 potassium: reference range = 3.5-5.1 meq/l no impact to patient management was reported.